Manufacturer narrative:
The lot number is unknown for the reported product code. The lot number is unknown for the reported product code, however the potential lot/expiration date was reported as: 161111s/10-31-2021. The actual device was not returned to the manufacturing facility for evaluation, however, a photo of the actual sample and one unused sample from the above reported potential lot were returned for evaluation. Visual observation of the provided photo revealed that the safety cover of the actual sample was deactivated close to the hub, therefore the inner needle was not fully shielded. The inner needle pull resistance test was conducted repeatedly five times on the returned unused sample and confirmed the safety cover safely activated and shielded the tip of the inner needle properly. Additional, a microscopic inspection was conducted and revealed no defects. A review of the manufacturer inspection record for the past five years for the potential lot was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use. The IFU states: "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that upon removing the inner needle from the patient, the safety cover on the i.v. Catheter did not properly shield the needle tip as intended. Follow up communication with the user facility reported: shortly after the nurse suffered a needle stick injury; and there was no infection to the nurse.